Event description:
This pt underwent a left total hip arthroplasty in 1991 and has multiple dislocation since that time. Pt was admitted to facility for a revision of the let total hip. Intraoperatively the acetabular liner showed wear as well as two fractures in the polyethylene. The acetabular liner and femoral head were removed and replaced.